Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent was damaged. Struts towards the centre of the stent were slightly misaligned and lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, catheter crossing difficulties were encountered. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo target lesion being treated was located in the non-calcified and mildly tortuous left circumflex (lcx) artery with a lesion length of 24mm and a vessel diameter of 2.50mm. The lesion had a significant bend of >45 and<90 degrees. After the lesion was predilated using a 2mm x 9mm non-bsc balloon catheter, stenosis was 85%. A 24mm x 2.50mm taxus liberté drug eluting stent was used however, could not cross the target lesion due to the significant lesion bend. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed a stent damaged.